Event description:
(B)(4). Soon after implanting began feeling fatigued, later developed brain fog (at times so extreme I can hardly function), hypothyroidism, balance problems, dizziness, hair loss, low libido, joint problems (including frozen shoulder twice), neuropathies, bloating and constipation.